Manufacturer narrative:
The customer¿s report of leakage from the small circle in the middle of the filter was confirmed. Functional testing resulted in fluid leaking from the vent of the 0.2 micron filter. The root cause of the leak was oversaturation of the filter which causes the infusate to weep out through the path of least resistance (the filter air vent).

Event description:
The customer reported that a filter leaked in the nicu. The tubing was being used for tpn at 4.5/hr. The area of leakage was the small circle in the middle of the filter, and the tubing had been changed on (B)(6) 2018. Per note received with the product the set was reported to be leaking on the filter and the bottom of nvw microclave. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 28 gauge PICC (lot# 11220119); non bd multifuse set, six used microclaves, and one used 2.5ml covidien monoject: ref 8881570300, lot: 18e0974, exp: 04/30/2020, 0.9% sodium chloride flush; therapy date: (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a filter leaked in the nicu. The tubing was being used for tpn. The area of leakage was the small circle in the middle of the filter, and the tubing had been changed on (B)(6) 2018. There was no patient harm.